Event description:
An ophthalmologist reports that an intraocular lens (iol) was found to have a crushed point following insertion. The iol was cut in half and removed. Another lens was used. There was no pt impact/injury associated with this event.